Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient experienced increased spasticity and withdrawal symptoms related to the flipped pump and kinked catheter. The patient had surgical pump and catheter revision on (B)(6) 2016 to unflip the pump and untwist the catheter. The patient¿s pump was routinely refilled on (B)(6) 2016.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type catheter product ID 8578 lot# serial# (B)(4). Implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 813.5 mcg/day. It was reported on (B)(6) 2016, the patient had a procedure because her pump was flipped. The catheter was also found to be kinked at that time, so it was noted that the issue with the catheter was ¿fixed¿ at that time, and they were able to get cerebrospinal fluid (csf) flow intra-operatively. The pump was placed in the chest area per the hcp. The hcp stated that twiddler¿s syndrome was a possibility for the reason they had to do the revision procedure initially, but that was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.